Event description:
A bx sonic (pr18275) stent was attempted for deployment in the mid right coronary artery (rca) lesion but while deploying the stent at lesion site, the stent balloon didn't inflate, hence the stent could not be deployed. The procedure being performed was a coronary angioplasty. The adverse consequences to the patient are unknown.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Additional information will be provided within 30 days of receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.